Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 4f amplatzer torqvue lp was chosen for a procedure. During procedure, a hole in the valve was noted and a valve not leak-tight.